Event description:
Our (B)(6) affiliate reported and article published in ophthalmology, pp.1087- 1092, issue 8, volume 52, 2010 entitled "three cases of acanthamoeba keratitis treated by topical administration of micafungin and azole type antifungal drugs" by dr (B)(6), ophthalmology, (B)(6) medical university. The coauthor of the article was interviewed by the affiliated. Two patients were reported as wearing acuvue2 contact lenses. The 3rd patient was reported to be wearing a non-vistakon lens. Patient 1 was referred by a clinic to the author's hospital one month after onset of symptoms. Acuity was reduced od 0.9 (20/25), os 0.1 (no correction) (20/200). Acanthamoeba, initial phase, was identified os. The patient reported cleaning the lens case with tap water and this was thought to be the source of the organism. All the three cases were treated by micafungin adjusted to 0.1%, frequently applied fulconazole, itraconazole tablets and curettage of the focus. Vision acuity recovered to 1.2 (20/15) in all the cases since the treatment was effective. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device is single use or reuse. Method: device not returned. No evaluation will be performed. Conclusions: no conclusions can be drawn.